Event description:
It was reported that during surgery the insulation layer of the connecting line of sureshot targeteris broke, and there was not a backup device available. Surgeon had to complete surgery under c-arm x-ray, free hands to insert the distal screws. There was no impact on the patient reported.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. Visual inspection of the product found the cord by the plug is severely damaged, exposing the internal wires. Our functional check with the interface unit could not confirm the stated failure. However, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary. When having complications with a sureshot device, we encourage you to refer to user manual for trouble shooting suggestions. We consider this investigation closed. Should additional information be received, the complaint will be reopened.